Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's machine flow sensor and system board were replaced to address the issue. There was evidence of contamination. Additionally, the blower assembly was replaced due to an event code that would not affect therapy. Also, the air inlet foam filter was changed for preventive maintenance and one in-line filter was replaced due to contamination.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 : device not returned to manufacturer.